Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. Review of the device data indicated the device appears to be depleting normally and the change in longevity was related to signal processing and change of pacing demand during atrial tachycardia/atrial fibrillation. No changes were made and the pacemaker remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.